Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) lead exhibited infection and was part of the system revision. There were no additional adverse patient effects reported. The previously capped right ventricular (rv) lead was explanted.